Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: delamination on valve, crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: delamination (<75% partial separation). Based on the device analysis the final assessment is: a delamination partial of the valve assessed as an adhesive failure.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.